Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer had previously received replacement charging supplies without resolving the problem, and during this call was advised by technical support that pump replacement would be the best solution but warranty had ended in 2025, so customer was instructed to contact healthcare provider for renewal, which customer understood and acknowledged.